Manufacturer narrative:
This report is filed, may 13, 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin breakdown at the implant site and was treated with a two week course of oral antibiotics (date not reported). Subsequently on (B)(6) 2016 the patient underwent revision surgery to have the internal magnet removed. The implanted device remains.

Manufacturer narrative:
(B)(4). Per the clinic, the patient was treated with topical antibiotics for skin breakdown (date not reported). Implanted device remains.